Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. Approximately, one year post operative, it was noted that the mesh had perforated in the middle. Adhesions were also noted. The mesh is still implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the hernia repair procedure was performed in 06/2012. The patient developed a recurrent hernia within 3-4 months and underwent a re-operation in the end of (B)(6) 2012. During the re-operation, the surgeon noted the mesh was contracted into the hernia a little bit. The side of the mesh was still covering the hernia and the center was perforated. Part of the mesh was removed and another like mesh of a larger size was used during the re-operation. Currently, the hernia is fixed, but the patient has pain at the fixation points.